Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests the death was device related.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.